Event description:
It was reported that the device had powered down while infusing. It was noted description 406 was found on the event log with at least a dozen entries in error log in the last 12 hours. There was patient involvement, but the outcome was unknown.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had powered down while infusing. It was noted description 406 was found on the event log with at least a dozen entries in error log in the last 12 hours. There was patient involvement, but the outcome was unknown. Although multiple attempts were made, no additional information was provided.

Manufacturer narrative:
Omit : other occupation. Correction : describe event or problem, initial reporter occupation, report source, report source other additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.